Manufacturer narrative:
(B)(4): the device reported, list number 52034 is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an over-delivery. The intended delivery was 999 ml (rate of 111 ml/hr over 9 hours); however, the actual amount received was 999 ml in 7 hours.